Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd tubing set, leakage occurred. The following information was provided by the initial reporter, translated from french to english: we are experiencing many leakage problems with the white 394600 taps we use in the ICU. Mainly when using diprivan alone or together: the tap leaks, which causes hygiene concerns: numerous disconnections when changing taps, and inadequate sedation of the patient.